Manufacturer narrative:
The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed multiple bends in the guidewire near the distal tip, and a more severe bend was observed approximately 23.7 cm distal the proximal tip of the guidewire. The core wire was observed to be intact during tactile evaluation. A microscopic observation revealed multiple kinks in the coiled wire. The first few coils at the proximal end of the guidewire were observed to be slightly disjointed. Both weld tips were observed to be present and intact. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of rebw0101 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that barbs were found on the mst guide wire. The device was not used on a patient.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0101 showed (B)(4) other similar product complaint(s) from this lot number.

Event description:
It was reported that barbs were found on the mst guide wire. The device was not used on a patient.